Event description:
In 2007- customer reportedly received results of 140 mg/dl and 373 mg/dl within 10 minutes on the aviva system. No high blood symptoms reported. One month earlier- customer reportedly received results of 472 mg/dl and 140 mg/dl within 10 minutes on the aviva system. No quality controls used. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.